Event description:
The first blade could not be locked. A new blade was used. This occurred during initial implantation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: investigation site: (B)(6); selected flow: device interaction/functional. Visual inspection: the blade was returned in unlocked condition, the locking screw is in a very deep position. In general is the device in a used condition with visible wear marks from the insertion. The anodized layer is worn away at all damages, which indicates that they were caused post-manufacturing. Functional inspection: as stated above was the blade returned in unlocked condition, all parts are freely movable as required, no blocking could be detected. The locking screw was screwed in to deep and it was not possible to reach the recess of the locking screw with the impactor in the received condition. During the evaluation the locking screw was screwed back into the correct position with an hex-wrench. After that the blade was functional as required again, locking/unlocking by attaching/detaching from the impactor was possible without any issues. Dimensional inspection: the function test has shown that the blade is functional as required, therefore, no dimensional inspection is needed for this device. Document/specification review: the pfna with augmentation option surgical technique (036.001.143 dsem/trm/0714/0132(7) 08/17) was reviewed. Following for this complaint relevant section related to the locking of the pfna blade can be mentioned: page 38: while attaching the pfna blade on the impactor, screw the impactor counterclockwise (note the mark ¿attach¿ on the impactor) into the end of the pfna blade to unlock the blade. Push the pfna blade gently towards the impactor while attaching the pfna blade. Do not overtighten. Precaution: the tip of the pfna blade must rotate freely after attaching it to the impactor. This is essential for the implantation of the pfna blade. Otherwise remove and dispose of the blade. Do not over tighten the connection between the impactor and the pfna blade. Investigation conclusion: the complained blocking of the blade cannot be confirmed, nevertheless is the complaint rated as confirmed as the blade was in the received condition not functional as required anymore. During the performed evaluation no manufacturing related issue could be detected, the device is functional as required. Afterwards, it cannot be defined why the locking mechanism was screwed too deep. It can only be assumed that the impactor was not correctly attached to the blade as such a deep insertion is only possible when the impactor is turned while the thread of the impactor does not grasp in the thread of the blade. By this the hexagon turns the locking mechanism into the blade while the thread does not follow as designed. In this relation the following statement of the surgical technique is important: push the pfna blade gently towards the impactor while attaching the pfna blade. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 04.027.031s; lot: 3l94231; manufacturing site: (B)(6). Release to warehouse date: march 19, 2019; expiry date: march 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, when changed the blade from the pfna the blade was found to be blocked. There was a surgical delay of three (3) minutes. The procedure was successfully completed. Concomitant device reported: unknown pfna nail (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) pfna blade perf l80 tan. This is report 1 of 1 for (B)(4).